Event description:
The arjo representative was informed about the event related to maxi move device. It was reported that the resident was transferred from a chair to the bed. When the caregiver tried to tilt the resident to the sitting position the powered dps was not working. Due to this fact the caregiver decided to placed the resident back into the chair. During transferring the resident got twisted sideways in the sling and the caregiver got the power dps working again. The resident's leg got twisted resulting in the injury. Resident sustained a knee injury and fracture. The orthopedic surgeon applied a soft cast to immobilize the knee. This resident had osteopenia.